Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds. Upon chest x-ray, the ra lead did not appear to be connected to any tissue and was floating freely in the atrium. The lead was capped and a new ra lead was added. No patient complications have been reported as a result of this event.